Event description:
It was reported to philips that the flex box monitor was intermittently switching off on an azurion 7 m12. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the faulty mdp to dp cables and eizo converter assembly, tested the system, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).